Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the received pcb was able to reproduce the described customer issue. An evaluation of the received device logs could confirm the described customer issue. In general a failure in the expiratory channel pcb may in worst case lead to stop of ventilation. In this case the failure will not affect ongoing ventilation, only the expiratory flow measurements. If present, the fault will be detected during pre-use check. The conclusion of this investigation is that the reported issue was caused by a faulty expiratory channel pcb.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).